Event description:
A customer reported a cassette that leaked during surgery. The cassette was replaced and the procedure was able to be completed with no harm to the patient.

Manufacturer narrative:
A sample is expected but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).